Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to confirm the complaint or determine if damages or defects were present on the product. A review of the manufacturing records indicated that the product met specifications upon release. It is not known if handling factors may have contributed to the event. No other actions will be taken at this time.

Event description:
As reported, during deflation the catheter tip ¿gets bent¿. The physician specified that this may result in injuries during retrieval of the catheter. No patient injury was reported.